Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement time) and time of eri in save to disk on (B)(6) 2011, device eri less than equal to 2.62 volt. Daily battery voltage trend data shows min bat equals 2.64 to 2.62 volts minimum between (B)(6) 2011. Patient alert for low battery voltage between (B)(6) 2011.

Event description:
It was reported the device reached elective replacement indicator (eri) after being implanted for three and a half years and that the device longevity was expected to be longer given the programmed values. The device remains in use. No patient complications have been reported as a result of this event.